Event description:
Information was received that reported a patient was treated for infection. It was reported that the patient's infusion site repeatedly became infected after the infusion set had been in for several days. The patient presented to her physician; who lanced, drained and packed the site and prescribed oral antibiotics.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.